Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a post-meal hyperglycemia event with a blood glucose of 270 mg/dl shortly after dinner, and both the user and agent believed the meal announcement underestimated the meal size; a site change was completed and the agent advised continued monitoring and follow-up with a healthcare provider regarding a recent foot injection of unknown type. Symptoms included elevated blood glucose without reported acute clinical effects. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, and no medical intervention or assistance required. Investigation included remote troubleshooting and education focused on meal announcement accuracy and infusion site assessment. Investigation of this case revealed a likely user-related dosing error due to underestimation of meal size rather than a device malfunction, with the infusion set replaced proactively. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal entry.